Event description:
It was reported that when the analyzer measuring cable was connected there was no signal observed in the ventricular channel of the analyzer. The cable was changed out and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the analyzer cable was returned and analyzed. The customer comment was confirmed, no signal observed in the ventricular channel of the analyzer. Pin 24 was found to be bent in plug, the "red boots" were faded and looked pink. Cable bench test: cable ID resistance: 20k ohms a) atrial continuity tests ok. - no intermittent connection was found. B) ventricle continuity tested open. Pin 24 bent in plug. - tested ventricle continuity with probes due to bent pin. Ok. - connection open due to bent pin. - no connections are shorted together that were not meant to be. (B)(6). (B)(4).